Event description:
It was reported that this during implant, this cardiac resynchronization therapy defibrillator (crt-d) did not provided pacing immediately after storage mode was exited. Boston scientific technical services (ts) reviewed the stored data and stated noise and atrial oversensing were observed near the time of the device connection. Additional information obtained confirmed the physician believed the crt-d inhibited pacing due to noise oversensing. There was no syncope as pacing was sustained by the pacing system analyzer. Ts also noticed that approximately 30 minutes passed between the time tachyarrhythmia therapy was first programmed until the crt-d was programmed to deliver said tachyarrhythmia therapy. The patient was checked after the implant and neither new findings nor problems were present. No corrective action was performed and the plan for this patient is normal follow-up. The system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this during implant, this cardiac resynchronization therapy defibrillator (crt-d) did not provided pacing immediately after storage mode was exited. Boston scientific technical services (ts) reviewed the stored data and stated noise and atrial oversensing were observed near the time of the device connection. Additional information obtained confirmed the physician believed the crt-d inhibited pacing due to noise oversensing. There was no syncope as pacing was sustained by the pacing system analyzer. Ts also noticed that approximately 30 minutes passed between the time tachyarrhythmia therapy was first programmed until the crt-d was programmed to deliver said tachyarrhythmia therapy. The patient was checked after the implant and neither new findings nor problems were present. No corrective action was performed and the plan for this patient is normal follow-up. The system remains in service. No additional adverse patient effects were reported.